Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing to obtain additional information regarding the reported event, but no additional information was received. The device referenced in this report was returned to olympus for evaluation. The device was tested with olympus test cables and foot pedals, and the evaluation did not confirm the user's report of difficulty. The device was tested and passed all functional and electrical tests. The cause of the reported phenomenon cannot be conclusively determined at this time. However, use of the non-olympus cable with the subject device cannot be ruled out as a contributing factor. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that prior to a procedure to treat a bleeding patient, the users had setup a non-olympus cable with the subject device and obtained no output when they attempted to use the generator in the bipolar ii setting. The devices were reportedly not used in the procedure and unspecified alternate therapies were provided to the patient. The users stated that there was no patient injury associated with this event.